Event description:
It was reported that post coronary artery bypass grafting (CABG) operation, far field r-wave (ffrw) oversensing was noted on the electrogram, which lead to possible inappropriate mode switching. In addition, there was a recent decrease in both right atrial (ra) and right ventricular (rv) lead impedance measurements. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.